Event description:
While using to close vaginal cuff, 1st suture bent in half, second was used and broke in half. This event is for second needle which broke. Device was not sequestered. Reminded staff to sequester device (including handle), if this happens again.